Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancy. They were exercising when the issue occurred. The customer's sensor glucose reading was 46 mg/dl while their blood glucose reading was 102 mg/dl. The customer stated they turned the sensor feature off because the insulin pump kept suspending. They took the sensor off and put a new one. They declined troubleshooting. The product will be replaced and returned for analysis.